Manufacturer narrative:
On (B)(6) 2015 09:00 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician was on site and investigated the unit in question. The technician replaced the magnet valve which was responsible for no water flow on the patient side. The unit was tested for functionality and a test run were performed. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
"It was reported that a hcu30 had no water flow on the patient side." The incident occurred before use, the device was exchanged so there were no delay in surgery and no harm to the patient. (B)(4).